Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcbs were used to treat the right mid sfa (r1 & r2). Approximately 4.5 months post procedure the patient suffered atherosclerosis obliterans of target lesion, target limb artery was occluded. The patient was treated with pta and dcb of the target lesion. Patient recovered. Investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.